Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that prior to use on patient, it was observed that the compact air drive device did not operate. During service and evaluation, it was observed that the motor seized, jammed and moved heavy. It was also observed that the hand piece ceased up. It was further determined that the device failed the following pre-tests: check function of soft mode switch (safety system), check triggers for forward / reverse mode and check the power with test bench: min. 110 to 160 w. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.